Event description:
It was reported that this was a complex procedure to treat several vessels. A xience prime was implanted in the ostium of the left main artery. During treatment of another vessel, the guiding catheter advanced into the left main and possibly damaged the proximal end of the implanted xience prime stent. It was decided to deploy a non-abbott stent into the proximal end of the implanted xience prime to fix any damage that might have occurred as a result of advancing the guiding catheter into the left main. There was no clinically significant delay in the procedure. No other information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.